Manufacturer narrative:
Bed frame hits base when hi-lo in lowest position causing weight to drop.

Event description:
It was reported by service report that the scale and the bed exit were not working correctly. No patient involvement or adverse consequences are reported.